Manufacturer narrative:
The lv lead was capped and abandoned in the patient as it was unable to be explanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a normal device replacement procedure, it was noted that this left ventricular (lv) lead did not capture as it had dislodged. No adverse patient effects were reported.